Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(6) evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. Review of the data strip provided by the customer observed the customer's report of analysis halted prompts. The review indicates that the analysis results are consistent with the quality of the ECG signal and this shows that analysis halted message is due to ECG artifact affecting the analysis attempt. The review also indicates the AED paused message is due to the pause button being pressed to temporarily stop the rescue cycle. All activity appears to be normal device functionality. The ECG artifact appears to be related to patient coupling. No trend is associated with reports of this type.